Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/device not found') and pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. C59251) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and headache ("headache"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, acne, migraine, fatigue, weight increased, alopecia and headache outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Complications from your essure removal procedure : essure not found during bilateral salpingectomy, device removed during full hysterectomy essure insertion date provided in pfs : (B)(6) 2015- discrepancy noted on (B)(6) 2019]patient underwent laparoscopic bilateral salpingectomy. Number of coils visible on the right noted in the findings detail. Number of coils visible on the left noted in the findings detail. Deployed with right 2 and left 1 coils trailing into cavity. Ending sponge count was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Human chorionic gonadotropin - on (B)(6) 2015: negative. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-sep-2020: pfs and mr received : previously reported event "medical device removal" updated to "migration of essure device location of device: uterus", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), acne, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, hair loss, abdominal pain, headache, back pain, pelvic pain", reporter, lot number, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/device not found') and pelvic pain ('pelvic pain') in a 29-year-old female patient who had essure (batch no. C59251) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 1 year 5 months after insertion of essure. On (B)(6) 2018, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), abdominal pain ("abdominal pain") and headache ("headache"). In 2018, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), acne ("rashes or skin conditions type: acne"), migraine ("migraines / headaches"), fatigue ("fatigue") and alopecia ("hair loss"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, back pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, acne, migraine, fatigue, weight increased, alopecia and headache outcome was unknown. The reporter considered abdominal pain, acne, alopecia, back pain, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 168 lbs. Complications from your essure removal procedure : essure not found during bilateral salpingectomy, device removed during full hysterectomy. Essure insertion date provided in pfs : (B)(6) 2015- discrepancy noted. On (B)(6) 2019 patient underwent laparoscopic bilateral salpingectomy. Number of coils visible on the right noted in the findings detail. Number of coils visible on the left noted in the findings detail. Deployed with right 2 and left 1 coils trailing into cavity. Ending sponge count was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.77 kgs. Human chorionic gonadotropin - on (B)(6) 2015: negative. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Batch no: c59251, production date: 2014-05-26, expiration date: 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had essure removed.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2020: plaintiff fact sheet received. Reporter and patient demographics were added. Essure indication updated. On (B)(6) 2019, she explanted essure. Event injury was updated to medical device removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.